Manufacturer narrative:
Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient did not use the ins for 4 days, but battery of ins depleted from 90% to 70%. The ins looses battery capacity, even if the stimulation was not used. The hcp and patient was asking for reason. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting the troubleshooting/diagnostics performed was reading out the snapshot report of the ins and impedance measurement. The battery depletion amount was not considered normal. A possible cause could be that the patient experienced a fall event exactly where the ins was implanted at. Exactly after the fall the discharge problem began. No action was taken. The event did not resolve.